Event description:
It was reported the customer experienced high blood glucose from taking antibiotics for their cold. The customer's blood glucose was 395 mg/dl. Customer reported being sweaty as a symptom of their high blood glucose. The customer had to treat their blood glucose with a 5 unit insulin shot. The customer declined to check for the presence air bubbles and leaks. Troubleshooting also found the customer had no delivery alarms since their high blood glucose began. The customer declined to check if their bolus history was accurate. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.